Manufacturer narrative:
1718912-2017-00019 is associated with argus case (B)(4) biotene mouth spray.

Event description:
Case description: this case was reported by a consumer via interactive digital media and described the occurrence of paralysis in a female patient who received glycerin (biotene mouth spray (savannah)) oromucosal spray (batch number unk, expiry date unknown) for drug use for unknown indication. In (B)(6) 2017, the patient started biotene mouth spray (savannah). On an unknown date, an unknown time after starting biotene mouth spray (savannah), the patient experienced paralysis (serious criteria gsk medically significant) and seizure (serious criteria gsk medically significant). The action taken with biotene mouth spray (savannah) was unknown. On an unknown date, the outcome of the paralysis and seizure were unknown. The reporter considered the paralysis and seizure to be related to biotene mouth spray (savannah). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, adverse event information was received via email from powerreviews on 23 june 2017. Consumer reported adverse event while using biotene mouth spray (savannah). The consumer stated, "I would not recommend biotene, after taking this product for 2 months ((B)(6)) 2017) like it said, I believe this gave me my first seizure with paralysis for 10 minutes following the seizure. I am now on my way this morning to see a neurologist to let them know that I believe it is this product. If you read the side affects it states it right on there that this could happen." Follow-up information was received on 12 july 2017. The consumer provided the lot number as u7b031, expiration date as 31 december 2018 for biotene mouth spray (savannah) and her age as 52 years old. Also stated she followed up with a hcp (healthcare provider) and requested the hcp (healthcare provider) form.

Manufacturer narrative:
MFR 1718912-2017-00019 is associated with argus case (B)(4) biotene mouth spray.

Event description:
I believe this gave me my first seizure with paralysis for 10 minutes following the seizure [paralysis], I believe this gave me my first seizure with paralysis for 10 minutes following the seizure [seizure]. Case description: this case was reported by a consumer via interactive digital media and described the occurrence of paralysis in a female patient who received glycerin (biotene mouth spray (savannah)) oromucosal spray (batch number unk, expiry date unknown) for drug use for unknown indication. In (B)(6) 2017, the patient started biotene mouth spray (savannah). On an unknown date, an unknown time after starting biotene mouth spray (savannah), the patient experienced paralysis (serious criteria gsk medically significant) and seizure (serious criteria gsk medically significant). The action taken with biotene mouth spray (savannah) was unknown. On an unknown date, the outcome of the paralysis and seizure were unknown. The reporter considered the paralysis and seizure to be related to biotene mouth spray (savannah). Additional details, adverse event information was received via email from power reviews on 23 june 2017. Consumer reported adverse event while using biotene mouth spray (savannah). The consumer stated, "I would not recommend biotene, after taking this product for 2 months ((B)(6) 2017) like it said, I believe this gave me my first seizure with paralysis for 10 minutes following the seizure. I am now on my way this morning to see a neurologist to let them know that I believe it is this product. If you read the side affects it states it right on there that this could happen."